Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Surgical intervention was attempted to reposition the lead to address the issue, but the impedances persisted. As a result, surgical intervention may be undertaken to address the issue.